Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a leak was noticed at the connection between the extension set and a port needle. The user removed the set and attached a new extension set from the same lot with no further leak issues.